Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection identified as a abscess. For treatment, the patient was prescribed bactrim at 160 mg tablet to take 2 times daily for 7 days. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the arm. The patient was discharged after 45 minutes. The pod was discarded.

Manufacturer narrative:
Remove from emdr-175917. It was reported that the patient went to their doctor and was diagnosed with a skin infection identified as a abscess. For treatment, the patient was prescribed bactrim at 160 mg tablet to take 2 times daily for 7 days. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the arm. The patient was discharged after 45 minutes. The pod was discarded. Add to emdr-175917. It was reported that the patient went to their doctor and was diagnosed with a skin infection. The site was red and swollen. For treatment, the patient was prescribed bactrim at 160 mg tablet to take 2 times daily for 7 days. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the arm. The patient was discharged after 45 minutes. The pod was discarded. Add to health effect - clinical code = e1719 skin infection.